Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty mobilizing the peg tube and internal pain. On an unknown date, a physician requested a gastro consultation due to suspicion of buried bumper syndrome. The patient underwent an unsuccessful pegj replacement due to no illumination of the abdominal cavity. On (B)(6) 2024, the patient underwent a laparoscopy during which buried bumper syndrome was confirmed, and surgically removed and the patient's pegj tubing was successfully replaced. It was reported that the patient remained hospitalized after the procedure.